Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: thoracotomy. Event description: sheath tore. It was reported that the facility is not sure how the tear occurred. No metal retractors were used over the device. The surgeon has used the alexis for a thoracotomy procedure previously without incident. No patient injury. No additional information regarding the location of the tear nor the timing of the tear during the procedure. No additional information regarding how the tear occurred or how the procedure was completed. Type of intervention: na. Patient status - no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. A visual inspection was performed on the event unit. However, the complainant's experience could not be confirmed. Engineering received additional information from the complainant which verified that the unit returned had an outer ring malfunction. Based on the condition of the returned unit, it is likely the reported event was caused by retractor deployment process. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Additional information was received via email on august 11, 2017 from the territory manager (tm): the clinical coordinator and the tm were not present for the case. The event device was already bagged the following day when the tm arrived. It is unknown how the tear occurred. It is unknown what instrumentation, if any, were used at the time of the tear. The location of the tear is unknown. Additional information was received via email on august 18. 2017 from clinical development: it was reported that there was no tear in the sheath. "When they tried to roll the white ring down, the white ring would not stay put." The customer has used the alexis protector before.